Event description:
Reportedly, pt expired due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk. Pt also had a 6625lp, 29mm valve implanted in the mitral position on the same day. Info per implant pt registry.

Manufacturer narrative:
Device not returned.